Manufacturer narrative:
The sensor kit expiration date is 31 may 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which confirms the usage of the device is beyond its useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and received treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and received treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.